Event description:
Customer called to report that the no foam tubing effluent line of the unicel dxc 800 synchron system was leaking with a spill. Customer also stated that the system was no longer feeding no foam to the waste distribution module. Customer stated that patient results were not affected. The customer technical specialist (cts) reviewed proservice and found no errors, but did inform customer that there were modular chemistry and cartridge chemistry sample probe obstructions. The cts then assisted customer with troubleshooting by instructing customer to flush the probe to clear the obstructions. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found an old cracked tubing from which the no foam runs through at the y-connection. The fse replaced the tubing and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer did not report harm to patients or instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).